Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. Additional information was received that the device was explanted due to need of MRI. All explanted device components will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.